Event description:
A healthcare professional reported that two vitrectomy probes did not work during surgery. The startup menu of the system was not activated. The issue was solved adjusting the settings and the surgery was finished manually with scissors and without the vitrectomy probe. According to the reporter the issue was not related to the vitrectomes but to the system. The patient impact is unknown. Additional information has been requested but not received to date.

Manufacturer narrative:
A service visit was performed. Samples in transit to manufacturing site. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Manufacturer narrative:
Evaluation summary: the system was examined and the reported event was replicated. The reported event was attributed to the consumable. The system was tested and found to meet product specifications. The system met specifications at the time of release. One 23ga ultravit probe has been received at manufacturing plant. For this complaint file, the final customer lot was identified. For this final lot, three 23 ga ultravit probe lots, were used to make up the final lot. A device history record review for the lots was conducted. The device history record reviews did not indicate processing deviations and all lots were released based on manufacturer acceptance criteria. No additional investigation is required based on device history review. The vit probe was visually examined using 25x magnification. The vit probe was determined to be visually nonconforming due to excessive procedural residue and the cutter being in the closed position. The sample was functionally tested for aspiration, actuation and cut. Aspiration, actuation and cut were all deemed conforming. Another 23ga ultravit probe has been received at manufacturing plant. For this complaint file, the final customer lot was identified. For this final lot, one 23 ga ultravit probe lot, was used to make up the final lot. A device history record review for the lot was conducted. The device history record reviews did not indicate processing deviations and all lots were released based on manufacturer acceptance criteria. No additional investigation is required based on device history review. The vit probe was visually examined using 25x magnification. The vit probe was determined to be visually conforming. The sample was functionally tested for aspiration, actuation and cut. Aspiration, actuation and cut were all deemed conforming. The system was found to meet specifications. The root cause of the reported event was attributed to the vitrectomy probe being used with the system. The first ultravit probe was determined to be conforming to all functional specifications. The device history record of the lot number provided indicated product was released according to manufacturer acceptance criteria. The excessive procedural residue that was observed could potentially cause the probe not to work correctly. The second ultravit probe was determined to be conforming to all visual and functional specifications. The device history record of the lot number provided indicated product was released according to manufacturer acceptance criteria. Why the doctor thought the probe was not working could not be determined from this investigation. Excessive procedural residue or a bent needle may cause the probe to not work properly. However, neither of these issues were observed.